Event description:
The terumo centrifugal pump was making a squeaking noise during the pre-cardio pulmonary bypass (cpb) period. It was changed out immediately, well before cpb was initiated. The cardio pulmonary system was a terumo, delphin.